Event description:
The facility representative reported an ipump with a condition of upstream occlusion. This condition occurred during programming/setup in the labor and delivery department. There was no patient injury or medical intervention necessary according to the hospital representative. Patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of an ipump with a malfunction of "upstream occlusion" was neither confirmed nor reproduced during product evaluation. Therefore, no assignable cause could be determined and no repair was made to correct the reported condition. This condition had the potential to interrupt delivery. A device history record review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number. A service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.